Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the high voltage cable assembly. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's high voltage cable had a cut in the insulation. No pt injury was reported.